Event description:
The kamra inlay was explanted from the right eye of a (B)(6) year old female patient approximately 20 days postoperatively due to an epithelial ingrowth. The patient plans to have another kamra inlay implanted after the epithelial ingrowth has healed.